Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The header was severely damaged prior to being received for analysis, and no testing could be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an atrial lead could not be removed from a device header during a routine device upgrade procedure. The physician elected to cut through the device header and freed the atrial connector. The atrial lead was reused with new device header. The procedure was completed successfully without adverse consequence to the patient. The asymptomatic patient was stable post procedure.